Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to reported that the power pca is defected. There was no patient involvement.

Event description:
The customer contacted philips healthcare to reported that the power pca is defected. There was no patient involvement.